Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: two power on resets and multiple alarms observed in black box on 7/24/2013. The battery compartment was intact, no cracks. Evidence of moisture contamination found inside battery compartment. No battery cap returned. A test cap was used for all testing. A power loss was not duplicated. The pump was exercised for 24 hour and no power loss or battery related warnings were observed. Leak test passes. Removed pump case, no evidence of additional moisture contamination identified inside pump.